Manufacturer narrative:
No device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the patient said they felt their patella fracture when they were walking and all of a sudden they felt a snap. Temporarily used the alert date as an event date while waiting to the sales rep to reply. Doi: (B)(6). Dor: (B)(6) 2017. Left knee.